Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that during a routine office visit a system diagnostics test was performed that resulted in high lead impedance. The pt had no clinical symptoms associated with the high lead impedance. The treating medical professional has been unable to assign a cause to the high impedance. The pt underwent generator and lead revision surgery in 2007. The generator and lead have been returned and are awaiting product analysis.